Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Resident being transferred from a wheelchair to the bed and her lower leg was cut on a sharp edge of the bed rail that was missing the end cap. She was taken to the emergency room and required 16 sutures.